Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-17. It was reported that a complete catheter removal and replacement was performed on (B)(6) 2017. It was indicated that the intrathecal space was accessed with continuous backflow of cerebrospinal fluid (csf) noted throughout the procedure until connection at the side port. It was noted that the cause of the catheter issue was unknown. It was reported that the removed catheter was sent back for evaluation. It was stated that the initial date and time of the breakthrough pain was unknown. The drug information was reported to be morphine sulfate [10 mg/ml], bupivacaine [3 mg/ml], and clonidine [750 mcg/ml] infusing at 2.78 mg/day. It was noted that the daily dose was reduced post-operation to 2.0 mg/day for the morphine sulfate. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for chronic low back pain and spinal pain. It was reported on (B)(6) 2017 that the patient was experiencing a lack of efficacy and burning cramps in their legs and feet starting on an unknown date. It was noted that the patient had some ¿residuals¿ on the last refill so they were ¿definitely suspicious¿ of the catheter. A dye study was done on (B)(6) 2017 and they aspirated the catheter easily but some air was noted in the tubing. They dye injected easily but the patient complained of pain in the left foot during injections. It was stated that it did appear to be myelogram but was very concentrated at the tip and did not flow down well. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. It was indicated that no diagnostics/troubleshooting was performed (note this is conflicting with the report that a dye study was done). Surgical intervention did not occur but was planned and scheduled for (B)(6) 2017. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that the patient had symptoms) and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID (B)(4) serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. Of note, only the catheter was replaced on (B)(6) 2017, and subsequently returned for analysis. The catheter was received by the manufacturer on may 26, 2017. Evaluation of implantable catheter serial number (B)(4) revealed the following: the partial catheter was returned in one segment and included the sutureless connector (sc) assembly, proximal section, pin connector, and the beginning of the distal section. As received, a visual inspection of the catheter identified that the white silicone boot was out of position on the sc connector, and damage was identified on the retaining ring fingers. Initial patency testing found the catheter to be occluded with a material consistent with dried drug, blood or other foreign material. The occlusion broke loose during the decontamination process and the catheter passed subsequent patency testing in the lab. No leaks were identified. Device code (B)(4) has been added (correction). Eval code-conclusion (B)(4) is no longer applicable; and code-conclusion 71 is only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.